Manufacturer narrative:
The device passed all applicable tests, and the reported failure could not be confirmed as the clip was not returned, no anomalies were noted.

Event description:
A patient underwent a standalone video-assisted thoracoscopic (vats) left atrial appendage exclusion using a pro250 clip device. The clip device was successfully positioned at the base of the left atrial appendage (laa). Upon post-procedural verification using transesophageal echocardiogram (tee), it was observed that the laa was not properly ligated. As a result, a mini thoracotomy was performed and a prov50 clip device was placed proximal to the pro250 clip device. There was no reported device malfunction, and the adverse event was the result of a procedural complication.